Event description:
It was reported that the patient passed away on (B)(6) 2021 from multi-organ failure and thyroid storm. The device reportedly operated as expected.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. A specific cause for the reported events and patient outcome as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Review of the submitted log files contained data showed multiple events where the calculated flow was below the low flow threshold of 2.5 liters per minute (lpm), resulting in 12 low flow faults and 1 low flow alarm. Additionally, on 19may2021 at 13:43:59, the pump fixed speed was changed to 5000 rpm which was below the low speed limit of 5300 rpm resulting in low speed advisory faults and alarms. The pump low speed limit was changed to 4700 rpm which was below the fixed speed and the alarms cleared. There were no other abnormal events captured ¿ the only other events were associated with pi events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. No product is available for investigation. The relevant sections of the device history records for mlp-009805 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 11may2018. Heartmate 3 lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricle assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. A specific cause for the reported events as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log files contained data from 18may2021 at 14:36:39 to 19may2021 at 13:44:17. On 19may2021 from 12:31:11 to 12:39:24 there were multiple events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 12 low flow faults and 1 low flow alarm. Additionally, on 19may2021 at 13:43:59, the pump fixed speed was changed to 5000 rpm which was below the low speed limit of 5300 rpm resulting in low speed advisory faults and alarms. The pump low speed limit was changed to 4700 rpm which was below the fixed speed and the alarms cleared. There were no abnormal events captured ¿ the only other events were associated with pi events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. Multiple attempts to gather additional information; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 11may2018. Heartmate 3 lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists renal dysfunction and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricle assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related mfrs #2916596-2021-02871 and # 2916596-2020-02638. Patient weight was taken from most recent provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for pulsatility index (pi) events and low flows after transfer from another hospital (admitted for fatigue/weakness). The patient had nonischemic cardiomyopathy before implant. She had medical history of atrial fibrillation, systemic hypertension, hyperthyroidism, myotonic dystrophy type 2, chronic kidney disease stage 4, and was being worked up for dual organ heart-kidney transplant. Her mean arterial pressure was low in the 60s with elevated bilirubin (7.3) and creatinine. She was discharged last week. On (B)(6) 2021, she was admitted with low output and right ventricle (rv) failure and treated with dobutamine 3mcg and bumex (bumetanide) 2mg/hr. The next day dobutamine was increased to 5 mcg and ramp transthoracic echocardiography (tte) was decreased to 5000 rpm. Log file review captured low flows on (B)(6) 2021 and a few low speeds.